Manufacturer narrative:
(B)(4). Other devices used: catalog #00631005836, trilogy longevity crosslinked liner, lot #60498349. The following devices were manufactured by zimmer (B)(4). Catalog #00625006530, trilogy bone screw, lot #60656149. Catalog #00625006530, trilogy bone screw, lot #60638043. Catalog #00625006520, trilogy bone screw, lot #60627460. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.